Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was having a generator change due to the end of life (eol) status through normal battery depletion. Upon interrogation, it was discovered that the rv lead was non capturing at maximum output. The decision was made to cap the old rv and place a new pace/ sense lead. No additional adverse patient effects were reported.